Event description:
It was reported that the patient had vision changes around 4pm on (B)(6) 2025 and there was concern for transient ischemic attack (tia) the log files were reviewed and they contained a low flow estimates as well as 1 sustained low flow hazard event on (B)(6) 2025 between 6:59 and 7:04 am. These readings did not appear to be due to any device malfunction. The device appeared to be operating as intended. The tia was unable to be confirmed. An amaurosis fugax was diagnosed. A head and neck computed tomography angiography (cta), carotid ultrasound (us), cardiac computed tomography (CT) and a transthoracic echocardiogram (tte) bubble study were done. The patient had intermittent vision loss. The issue resolved spontaneously with no treatment.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files appeared to capture the system operating as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU), rev. C. Is currently available. Section 1 of the IFU, "introduction", lists potential adverse events, including other neurological events (not stroke related), that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, "patient care and management" (under "ongoing patient assessment and care"), includes a list of heartmate 3 patient assessments and lists neurological dysfunction as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.